Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was explanted at the patient¿s request. The patient reported pain at the implant site of the closed loop stimulator (cls). The patient additionally reported infrequent use of the system as the initial indication of back pain has improved. The system was explanted.

Manufacturer narrative:
The cls was returned along with the severed proximal portions of the leads still in the cls ports. Functional testing was not indicated as there was no allegation of deficiency against the function of the device. The cause of the discomfort when walking, sitting, or laying down, and the cause of the perceived pinched nerves in the buttock and leg could not be conclusively determined. The evoke scs system surgical guide lists persistent post-surgical pain at hardware implantation sites, as well as pain below the level of lead implantation requiring surgery (including revision, explant, and replacement) as a result, as a potential risk associated with the implantation and use of a spinal cord stimulation system.